Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted during visual inspection. No excessive no delivery alarms noted.

Event description:
It was reported that the customer was experiencing high blood glucose. It was stated that the high pressure test was performed and the insulin pump did not alarm no delivery. No further information was provided.